Event description:
Caller reported that t:slim x2 pump battery would not charge, even after using different wall adapters and charging cables. There was no adverse impact to the customer's blood glucose level. The customer switched to using multiple daily injections as backup therapy. Technical support decided to replace the pump, confirmed the shipping address, and provided instructions for returning the malfunctioning pump. Replacement pump and email were sent to the customer.